Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative a impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot number (1230016). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. See attached 1230016_pre ster 1-5 complaint history review was performed for the reported lot number (1230016) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Email address unknown / not provided. PMA/510(k) number k013227.

Event description:
It was reported that during the surgery, the implant of one of the packages was missing, only the lot labels, the product instructions and the implant tube (without the implant inside) were in. Doctor finished the procedure with another implant.